Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord is pressed. The device was returned to the biomedical engineering dept with an unsigned note that stated, "bolus cord will not work on unit." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the pt bolus cord is pressed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.